Event description:
Customer reported a malfunction indicated by the code malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and confirmed shipping details, instructing the customer to use an alternative insulin delivery method, mdi, until the new pump arrives. The customer was also guided on putting the pump into storage mode and returning it with a prepaid label.